Event description:
It was reported that patient complications occurred. The subject was on a prior regimen of aspirin (>= 72 hours) at the time of index procedure. A loading dose of 180 mg of ticagrelor was given prior to index procedure. The 25 mm x 2.50 mm target lesion was located in the distal right coronary artery (rca). The target lesion was pre-treated with three devices including a 2.50 mm x 15 mm semi-compliant balloon angioplasty catheter and non-compliant balloon angioplasty catheter resulting in 0% residual stenosis and timi flow 3. A 2.50 mm x 30 mm agent device was advanced into the patient, but the device was unable to cross the lesion. The target lesion was then successfully treated with another 2.50 mm x 20 mm agent dcb resulting in 10% residual stenosis and timi flow of 3. A type b dissection was noted, however, no additional intervention was performed. A non-target lesion located in the mid left anterior descending artery (lad) was successfully treated prior to the treatment of target lesion using a 3.00 mm x 16 mm drug eluting stent. Post-procedure, elevated cardiac enzymes were detected and the patient was diagnosed with myocardial infarction. The patient was discharged from the hospital on aspirin and ticagrelor.